Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was remotely monitored, but the data transmission was unsuccessful. The transmitter was replaced, but it did not resolve the issue. It was suspected there was a possibility of malfunction on the device's rf function. The patient was stable.

Manufacturer narrative:
Correction: - the implant date should have been (B)(6)2018 rather than (B)(6)2018.

Event description:
New information received notes that no data transmission from (B)(4).net was confirmed. When the patient presented to the hospital, it was confirmed that rf function could not be used. The device was updated and it was restored to normal function. There were no patient consequences.